Event description:
Blood was dripping from the urethra. Bleeding lasted for one day. No medical treatment was needed and the pt has recovered.

Event description:
Patient states that he is having difficulty feeling & seeing the ridge to ensure the coude tip continues to be facing in the upward position & is also having some irritation & bleeding intermittently when he feel that he doesn't insert the catheter in perfect upward facing position. Bleeding lasts a couple of days & consulted his physician.